Event description:
It was reported that the tip of the guidewire detached. The physician selected a 182cm straight tip v-14¿ controlwire® for use. During the procedure the tip of the v-14 guidewire broke. The physician was able to retrieve the tip with a snare. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
A visual examination identified the distal tip kinked and partially detached, exposing the corewire tip, approximately 1.0cm measured using the calibrated ruler. No evidence of corewire fractured. All the outer diameter (ods) and guidewire overall length taken and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip of the guidewire detached. The physician selected a 182cm straight tip v-14 controlwire for use. During the procedure, the tip of the v-14 guidewire broke. The physician was able to retrieve the tip with a snare. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
(B)(4).